Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were visually inspected and tested for leaks. The first cylinder outer tube had a hole in the proximal end of the cylinder from sharp instrument. The first cylinder outer tube had tool marks and sharp instrument damage on the cylinder body. The first cylinder had fluid leak in the proximal end of the cylinder from sharp instrument. The second cylinder had wear at fold in the middle of the cylinder. The second cylinder outer tube had holes from tool mark and sharp instrument damages on the cylinder body. No leaks were found in the second cylinder. The reservoir was visually inspected and tested for leaks. Visual inspection revealed that the reservoir had wear at fold in reservoir shell. No leaks were found in the reservoir. The pump was visually inspected, leak and functionally inspected. Visual inspection revealed that the pump kink resistant tubing (krt) had worn down to the filament. No leaks were found in the pump. Functional test revealed that the pump did not pass the activation test. The rear tip extenders (rte) were visually inspected. Both rtes passed the visual inspection. No damage or abnormalities were found. Based on the information available and analysis results, the reason for the mechanical issue was most likely determined to be the pump not passing the activation test. The fluid leak caused by sharp instrument damage was considered a secondary failure. The device history record (DHR) review was unable to be performed as the lot number was not provided. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited fluid loss and the device was not working. Upon inspection, it was determined that the left cylinder was not working; therefore, the ipp was removed and replaced. No additional information was provided.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited fluid loss and the device was not working. Upon inspection, it was determined that the left cylinder was not working; therefore, the ipp was removed and replaced. No additional information was provided.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.